Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to a therapy harness ferrite bead being set over an integrated circuit, designator u1, in error during the manufacturing of the device. The incorrectly set therapy harness ferrite bead broke u1, legs 1 and 16 coming from the analog pcb assembly. The device was destructively tested and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not charge and shock a shockable rhythm.